Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: a review of the black box data and alarm history revealed cs 064 call service alarm. During testing, the rewind, reload, and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring.